Manufacturer narrative:
H2: corrected information in h6 (component code, type of investigation & investigation findings). H3, h6: the reported device was not returned to the designated complaint unit for independent evaluation. However, an analysis of the customer provided image found a box of a microblator 30 being held, the ref and lot numbers can be seen and confirms the reported product information. In a second image, the distal part of the shaft and the tip of a microblator can be seen, the tip is detached from the shaft. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A definitive root cause for the reported issue could not be determined. Factors that could have contributed to the failure include procedural variance, or deviations from established protocols, increasing risks and leading to unintended consequences (application of unintended inappropriate or excessive force to the device, attempted correction of a damaged device, or an impact event inconsistent with normal use). Based on this investigation, the need for corrective action is not indicated.

Manufacturer narrative:
H11: internal complaint reference: (B)(4). H3, h6: this complaint was opened by smith+nephew to document a product problem associated with a smith+nephew device. The reported problem relates to known inherent device and/or procedural risks that are appropriately documented in our risk files. Smith+nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. Smith+nephew has no reason to suspect that the product failed to meet any specifications at the time of manufacture. Based on our review of all currently available information, we are unable to identify a definitive root cause. However, as the use of our product cannot be excluded as a potential cause or contributory factor to the reported issue, we are conservatively submitting this report in accordance with applicable regulations. If additional investigative findings or information becomes available that alters the conclusions of this report, a follow-up report will be submitted as required.

Event description:
It was reported that, during an arthroscopy, it was noticed that the tip of a microblator wand broke. The broken part was extracted with fluoroscopy. The procedure was resumed, after a non-significant delay, no back-up device was needed, since the surgery was almost done when it broke. Additional anesthesia was not required as consequence of the surgical prolongation, and no further complications were reported.